Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a complete vaginal vault prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and neuromuscular problems. No additional information was provided. (B)(4) - urinary problems; neuromuscular problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Event description:
It was reported that the patient underwent mesh removal/revision on (B)(6) 2015 by dr. (B)(6), md at (B)(6) hospital.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.